Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the electric pen drive runs by itself and does not stop. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Product code: dzi, erl, hbe. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is in ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.